Event description:
Stereotactic device malfunction; during stereotactic breast procedure, the equipment malfunctioned. Ca testing was performed prior to the commencement of the procedure, which passed. As procedure was being performed (after needle was inserted into pt's breast), the equipment failed to take any further exposures. Error codes occurred: "error code 10, 2, 1." The reset button also failed to work. The procedure was aborted; no biopsy or "clip placement" was performed and the needle had to be manually removed from the pt. No significant pt injury occurred due to this event. The pt will require this procedure to be repeated.